Manufacturer narrative:
An image received by the customer regarding this event was reviewed. The force bipolar instrument with peritoneum stuck in the proximal clevis was observed. This appeared to have resulted in some tearing of the tissue, but no visible bleeding noted.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, peritoneum tissue became caught on a force bipolar instrument and a flap of the tissue was torn. What additional interventions were performed and the impact on the patient's outcome are unknown. The procedure was completed as planned. Multiple attempts to obtain additional information have been made; however, no further details have been received.